Manufacturer narrative:
(B)(4). Method: the complaint rt330 infant optiflow circuit was received at fisher & paykel healthcare (f&p) in new zealand where it was visually inspected and analysed. Results: visual inspection of the returned circuit confirmed that pressure relief valve was cracked at the chamber end. Conclusion: we are unable to determine the cause of the reported fault. All rt330 optiflow junior tubing kits including the pressure relief valve are pressure and leak tested prior to being released for distribution. The pressure and leak test is followed by a visual inspection of the devices. Any circuits or pressure relief valves that fail are rejected. The user instructions that accompany the rt330 infant optiflow circuit states: "do not use beyond 7 days maximum duration of use."- "do not soak, wash or sterilize this product. Avoid contact with chemicals, cleaning agents, or hand sanitizers." "Do not use an in-line nebulizer between the pressure relief valve manifold and the dry side of the humidification chamber." "Appropriate patient monitoring (e.g. Oxygen saturation) must be used at all times." "Visually inspect breathing sets for damage (e.g. A crushed tube or cracked connector) before use, and replace if damaged." "Discard product if the pressure relief valve is damaged or damage is suspected."

Event description:
A distributor in japan reported on behalf of a healthcare facility via a fisher and paykel healthcare (f&p) field representative that the pressure relief valve of an rt330 infant optiflow circuit was found damaged. There was no patient involvement.

Manufacturer narrative:
(B)(4). The complaint rt330 infant optiflow circuit is currently en route to fisher & paykel healthcare for evaluation. We will provide a follow-up report upon completion of our investigation.

Event description:
A distributor in (B)(4) reported on behalf of a healthcare facility via a fisher and paykel healthcare (f&p) field representative that the pressure relief valve of an rt330 infant optiflow circuit was found damaged. There was no patient involvement.